Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: enveor-l, lot: 0008693416, use by date: 2018-06-28, UDI: (B)(4). Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in a native bicuspid valve with no pre-dilatation performed, the delivery catheter system (dcs) dislodged the valve during retrieval. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the first valve was dislodged into the sinus and subsequently a second valve was implanted. If information is provided in the future, a supplemental report will be issued.